Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1lfwt, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the second implant did not work at all and said the lead was not in the right place and causing her pain since a couple of months after implant. The patient had the complete system removed on (B)(6) 2019. No further patient complications are anticipated or expected as a result of this event.